Event description:
The customer reported that the display went blank.

Manufacturer narrative:
The device was evaluated by a philips field service engineer. The reported symptom was duplicated. The display was replaced which resolved the reported issue.